Event description:
It was reported that patient underwent an acl reconstruction procedure that utilized a cancellous screw on (B)(6) 2015. During the procedure, the cancellous screw would not "bite" and stripped. A 45 minute delay occurred in the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.